Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. When the watchman fxd curve access system crossed into the left atrium, a thrombus was noted on the sheath and also on the pigtail catheter when it was removed from the sheath. Activated clotting time was taken at 232 seconds. The thrombus was aspirated, more heparin was given, and the procedure was paused for five minutes before proceeding and confirmed the thrombus was no longer present.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. When the watchman fxd curve access system crossed into the left atrium, a thrombus was noted on the sheath and also on the pigtail catheter when it was removed from the sheath. Activated clotting time was taken at 232 seconds. The thrombus was aspirated, more heparin was given, and the procedure was paused for five minutes before proceeding and confirmed the thrombus was no longer present. It was further reported that heparin was administered post transeptal puncture in addition to taking the activated clotting time. The watchman flx was successfully implanted.

Manufacturer narrative:
B5: describe event or problem: updated